Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode on a cobas 8000 ise module. The sample initially resulted in a na value of 122.8 mmol/l and it repeated as 128 mmol/l.

Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The investigation is ongoing. Medwatch field e1 initial reporter establishment name - the full name was provided as "royal london hospital clinical biochemistry 4th floor pathology and pharmacy building".

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.